Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient was in for a follow-up when high thresholds of 3.6 were noted. The patient denies any symptoms and is 0% ventricular paced. The decision was to recheck in one month. Should additional information become available, this event will be updated.